Event description:
Patient with complicated medical history including multiple allergies, lymphedema, and axillary web syndrome requested physician to perform an allergy test using a sterile biozorb marker (a different one that was not implanted in the patient's body) by shaving off a piece of the pla (polylactic acid) and performing a "scratch" allergy test on the patient's skin to which the patient's skin reacted, causing a wheal. This skin reaction then prompted the patient to request her doctor to remove the biozorb marker.